Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition has improved and he does not have any diabetic symptoms at this time. The customer went to the hospital on (B)(6) 2017 based upon the readings he was getting from the meter giving erratic results (he was not hospitalized). He was diagnosed with a mild reaction to his metformin. They only took his blood test. No medical treatment was given. The doctor told him he will no longer be taking the metformin. The result at the hospital was 106mg/dl. He also took the meter with him and the result was 156mg/dl. Tests were taken at the same time. Customer left hospital on (B)(6) 2017 at 8:00pm

Event description:
Consumer reported complaint for erratic and high blood glucose test results accompanied by symptoms. The customer is concerned with tests results from results obtained of 394, 193 mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling dizzy, shaky and sweaty. Medical attention is reported as a result of the reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was not reviewed for previous test result history. Customer states that he just started his metformin today for the first time. He took the medication about an hour and a half ago with his meal. Customer states that the meter is reading erratic and high. Customer got the following results with back to back testing (within ten minutes) same hand and different finger; 394mg/dl , 193mg/dl and 230mg/dl non fasting. Customer stated that an hour later he started feeling shaky dizzy and started sweating. Customer states that he currently has those symptoms. I advised him to seek medical attention. Customer sister got ready while I stayed on the phone with him. I was not able to obtain strip lot number. Customer then disconnected call to seek medical attention.